Event description:
It was reported that the customer experienced issues with a battery depleting and the cartridge not properly connecting. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no additional corrective actions were taken or reported.